Manufacturer narrative:
The insulin pump was received with corroded battery tube, broken reservoir tube lip, broken battery tube threads, cracked case at the display window corners and cracked reservoir tube window corners and with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 1000 mg/dl at the time of incident. The customer was treated with an IV drip for their high blood glucose. The customer also reported a crack at the reservoir compartment. It was also reported the customer experienced diabetic ketoacidosis two weeks prior. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.